Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/15/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/2/2013 and 10/4/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low battery. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultra2 meter displayed a battery indicator message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began at the end of (B)(6) 2013. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. In early (B)(6) 2013, the reporter claimed the patient would ¿feel low, get low readings and feel high, get high readings.¿ specific symptoms were not provided. It would have been helpful to know if the patient continued to obtain blood glucose results with the subject meter or if the patient continued testing with another device. When her blood glucose was low, the patient reportedly took glucose tablets/ glucose gel as treatment. At an unspecified date/time, the patient obtained blood glucose results around ¿70 mg/dl or lower¿ with another device. There is no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly may have developed symptoms suggestive of a serious injury after the alleged meter issue began.